Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one inappropriate shock due to t-wave oversensing. Technical services (ts) analyzed the presenting electrogram (egm) and noted that there was a morphology change. This occurred while programmed to the secondary vector. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.